Manufacturer narrative:
(B)(4).

Event description:
The user reported high leakage. No other information has been made available to philips. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The user reported high leakage. No other information has been made available to philips.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.